Event description:
On (B)(6) 2023, I suffered a devastating injury due to a fractured lead. I was inappropriately shocked 20 plus times by my device. In 2013 when one of my leads was bad my previous device vibrated due to noise detected in lead. Lead was replaced before it caused any issues. The device that was implanted in 2020 never vibrated prior to the fracture, also device had been interrogated multiple times prior to the incident. Nothing noted on leads. Abbott/(B)(6) said fault was due to lead not device. Lead was medtronic model# 693558, serial# (B)(6). Abbott/(B)(6) also advised that device is not automatically programmed to detect damaged leads. This is a known issue with defibrillator leads causing inappropriate shocks. Defibrillator was model cd3357-40c, serial# (B)(6). I have voluminous medical records regarding the incident and subsequent hospitalization. The picture I attached is not my actual device but an example. Per my cardiologist I will need a heart transplant in the near future. Reference reports: mw5119902, mw5119903.